Event description:
Received mitral valve on 7/12/96 for mitral regurgitation. Monitored after valve placement. Presented to attending physician's office on 9/16/96 with confusion and disorientation. Diagnosis of right anterior middle cerebral artery infarction.